Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was no impact to blood glucose. A new cartridge was loaded to address the event and insulin delivery was resumed.